Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause is inaccurate reference.

Event description:
Customer complains of high results. (B)(6) called on behalf of the customer who states that she feels well and requires no medical attention. The customer's expected blood results are 100-200mg/dl fasting. Verified the strips expired 9/27/2017. Customer confirms the strips have been properly stored and were first opened (B)(6)2015. Reviewed meter memory (B)(6). I spoke to (B)(6). He is concerned that the customer is getting high results compared to another meter.